Event description:
It was reported to ventec that the device began to alarm and that its power button was flashing red during use. The patient advised their caregiver that the device continued to provide ventilation therapy, which was confirmed by their caregiver. The patient was placed on a different ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm because of the reported issue. No further details about the patient were provided. Upon evaluation of the device, ventec downloaded its electronic records (system logs) for review. Upon review of the system logs, ventec observed that during the reported event the device had experienced an unexpected reboot.

Manufacturer narrative:
H6: upon evaluation of the device, ventec downloaded its electronic records (system logs) for review. Upon review of the system logs, ventec confirmed that during the reported event the device had experienced an unexpected reboot. Ventec observed that on (B)(6) 2025 at 02:38am the device had logged an abnormal power on, indicating the device powered off then on, on its own. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.